Event description:
The patient was admitted for ICD lead evaluation. Variable impedances were noted upon moving lead, suggesting lead fracture. No obvious fracture was seen. End of lead was cut off and given to manufacturer for evaluation. New lead placed without incident.